Manufacturer narrative:
This report is for two (2) unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Facility contact not available. Hardware removal and surgical/medical intervention. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019 a patient underwent removal of one (1) unknown variable angle (va) locking compression plate (lcp) metatarsophalangeal (mtp) plate, two (2) unknown (2) variable angle locking screws, and one (1) unknown cortex screw due to broken hardware. There were a total of six (6) total screws implanted. The other three (3) screws were intact. All hardware was removed except the 3 broken shafts that were left in the bone. The original surgery was approx. 4-5 years ago according to the surgeon. It was noted the patient had hard bone and it was possible there was some micro motion at the fusion site. It is unknown if there was surgical delay. Procedure and patient status/outcome were unknown. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity 3). This is report 2 of 3 for (B)(4). This report is for two (2) locking screw.